Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
It was reported that this lead was capped due to noise detected in the rv lead. High bipolar impedance was also recorded. No adverse patient events were reported. Should additional information become available, this file will be updated.